Event description:
The facility described two separate occasions where they placed an endoscope in their medivators dsd-201 automated endoscope reprocessor (aer) for reprocessing and then later removed the scopes from the aer without verifying that the scopes had been properly reprocessed. There is the potential for patient cross-contamination if the scopes are not properly reprocessed.

Manufacturer narrative:
The facility described two separate occasions where they placed an endoscope in their medivators dsd-201 automated endoscope reprocessor (aer) for reprocessing and then later removed the scopes from the aer without verifying that the scopes had been properly reprocessed. The scopes were then placed with clean scopes. It is unknown if any of the scopes in the area were reprocessed again. It is also unknown if any contaminated scopes were used on patients. Medivators field service engineer (fse) visited the facility. The aer was operating according to specification. The fse advised the facility that at the end of each reprocessing cycle they should be checking for a printout from the aer that states that the cycle is completed. The facility did not check for a printout before removing the scopes from the aer. It is evident that there is not a procedure in place to verify that reprocessing cycles have been completed and the scopes have been properly disinfected. This could lead to potential patient cross-contamination. To date, there have been no reports of illness or injury. This complaint will continue to be monitored in the medivators complaint handling system.